Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the revision procedure the physician noted what appeared to be noise or a pace-like morphology despite device being programmed off. There were no additional adverse effects reported.